Event description:
Customer reported unexpected negative result when testing a sample with capture-r ready screen 3 (crrs 3) on the echo.

Manufacturer narrative:
A review of the images from batch 7815 shows that all wells gave negative reactions due to no sample being added to the test wells. Asked the customer to make sure that the sample tubes do not contain any foam or bubbles in the tubes before loading them on the instrument. Customers were notified of this issue in customer communication (B)(4) notice regarding liquid level detection and sample dispense on the echo in (B)(4) 2011.